Event description:
It was reported the surgeon suspects the ventricular lead perforated the heart wall. It was also noted there was pericardial centesis performed. The pacing system was extracted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.